Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
An anato stem was implanted on thursday, (B)(6) 2016. On friday, (B)(6) 2016, the patient presented with pain and x-rays were taken. X-rays showed that the medial calcar had fractured and the patient was taken to the or and the stem was revised to a stryker restoration modular cone conical.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an anato stem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated that "there is no evidence available in the current case to suggest that device-related issues have played a role while the discussed adverse mix of patient and procedure-related factors should be considered more than adequate to have caused the periprosthetic fracture problem in this patient. This pi case is not device-related" device history review: the reported device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery with stem exchange and fracture stabilization." Further to this there was no indication of a device related issue. If additional information and/or device become available, this investigation will be reopened.

Event description:
An anato stem was implanted on thursday, (B)(6) 2016. On friday, (B)(6) 2016, the patient presented with pain and x-rays were taken. X-rays showed that the medial calcar had fractured and the patient was taken to the or and the stem was revised to a stryker restoration modular cone conical.